Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was obtained: what were the indications for surgery? Left hemicolectomy/ malignant mass what surgical procedure was performed? Laparoscopic hemicolectomy did the patient have a post-op leak or was it only post-surgical bleeing? Leak during surgery how was the post-op bleeding identified? N/a how many days postoperative was the bleeding identified? N/a what was the total estimated blood loss (ml)? N/a was a transfusion required? No how was the bleeding addressed? N/a what was the pre and postoperative anti-coagulant and pain management protocol? Unknown was the bleeding intraluminal or extraluminal? Please explain what is meant by, ¿problems with the battery?¿ there issue was not with the battery did the patient receive any preoperative chemotherapy or radiation? Unknown were there any issues experienced with the device in the initial surgical procedure? Yes, staple line did not fork completely what healthcare professional fired the device and what is his/her experience with the device? Physician, still learning to use it where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unknown did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes were there any issues with device use/firing? No what confirmation was received that the device completed the firing sequence? Yes was the green checkmark visible at the end of the firing? Yes how many counter-clockwise revolutions of the adjusting knob were used to open the device? Unknown was there any difficulty removing the device? Yes was a complete transection of the white breakaway washer visually confirmed? No were the donuts inspected? If so, please describe. Unknown were there any issues noted with staple formation? If so, please describe the shape and location. Yes, stapler did cut but the staple line was not completed what is the current patient status? In recuperation, surgery had to be changed from laparoscopic to open, and a colostomy has to be performed if the patient had a leak, please answer the following: was a leak test performed? If so, what type and what was the result? Yes, type unwon was the staple line visualized endoscopically during the initial surgical procedure? Yes, but it was incomplete how many days postoperative did the leak occur? During surgery how was the leak identified? With a laparoscopic camera, after the surgeon had issues getting the stapler out what was observed at the site of the leak upon reoperation? Anastomoses completes during open procedure how was the leak addressed? New anastomoses created if information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported, the intraluminal battery has given problems. Today the patient with laparoscopic procedure finished with open procedure. The anastomosis has broken twice. Post-surgical bleeding. Procedure: hemicolectomy.